Event description:
Pt states over the years after breast implants, she gradually started developing symptoms consisting of pain in body, foggy mind, not feeling well, dizziness, trouble moving leg and lack of focus to the point that it impacted her career. Pt states she was completely not herself after breast implants. She developed several autoimmune diseases. About five years ago, pt was diagnosed with hashimoto disease, sjogren's syndrome, fibromyalgia and celiac disease. Pt had the implants taken out on (B)(6) 2018 and immediately after pt began to feel better.